Event description:
A review of service data has detected a reportable event. Upon servicing of battery pack sn (B)(4), the battery pack would not charge in the charger and could not power up a monitor.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) is currently underway. Upon receipt the battery pack had an output voltage of 2.36 v and was nonfunctional in both a charger and a monitor. A root cause investigation is currently being performed by the supplier, (B)(4). A supplemental report will be submitted upon completion of the root cause investigation. No adverse event occurred due to the battery's low output voltage.